Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a open book image. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 02-feb-2024 in the formatted history file. Insert battery alarm was found on: 02/02/2024 10:04:54.000 02/02/2024 10:17:08.000 power loss alarm was found on: 02/02/2024 10:22:41.000 failed battery alert/battery failed alarm was found on: 02/02/2024 10:05:35.000 pump error 23 alarm was found on: 02/02/2024 10:22:25.000 02/02/2024 10:23:10.000 pump error 68 alarm was found on: 02/02/2024 10:22:44.000 pump error 49 alarm was found on: 02/02/2024 10:22:44.000 02/02/2024 10:22:57.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Upon checking the long trace file, pump error 23 alarm, power loss alarm, pump error 68 alarm and pump error 49 alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. Pump error 24 alarm was found on: 02/02/2024 09:59:43.000 02/02/2024 10:09:00.000 critical pump error 24 alarm was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. The pump passed all the required testing. Customer alleged for critical pump error (open book image) alarm was not confirmed. However, critical pump error 24 alarm was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.